Manufacturer narrative:
The axium coil will not be returned for analysis as it was discarded at the site; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during coiling treatment of a small cerebral aneurysm, this axium prime coil would not able to detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician tried 3-4 times with instant detacher and one time with manual method to detach the coil but still fail to detach. The physician removed the coil with the microcatheter from the patient and new coil was used to continue the procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.